Event description:
It was reported the patient missed a refill and the low reservoir alarm date was (B)(6) 2014 at 1823 and the low reservoir alarm volume had been set to 2 milliliters (ml). It was noted the doctor and manufacturer representative went to the patient¿s home on (B)(6) 2014 and found there were only 0.9 mls in the reservoir per the physician programmer and the pump refill was done about two hours later. It was also reported there were no audible alarms heard, but there was construction that was very loud. It was reported the patient was a tbi (traumatic brain injury, slowly progressive) patient and was very spastic, ¿almost contracted.¿ the patient also had a decubitus ulcer. According to the patient¿s family on the date of this report the patient was looser and more ¿out of it.¿ it was also reported the patient was refilled at a dose of 755.6 mcg daily and it was noted the evening of (B)(6) 2014 he was substantially looser and was ¿out¿ as well as needed to be catheterized. The patient¿s pulse oximetry and blood pressure were within normal range. It was also reported it appeared that the catheter/pump were functioning. The pump was being used to deliver lioresal. It was further reported the patient was refilled the same day as the issue was reported and within hours the spasticity was claimed to be reduced by the patient¿s family and registered nurse. It was also reported the patient went to the emergency room (ER) over the weekend however, as family thought he seemed "out¿ and had increased tone. His dose was lowered and he was diagnosed and treated for a urinary tract infection (uti) and discharged the same evening. It was noted the patient was receiving effective therapy. Additional information received reported it was unknown when the increased tone began. The patient was diagnosed with a uti after the refill appointment and the uti diagnosis happened when the patient was taken to the ER over the weekend. No further information was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).